Event description:
It was reported that after using the product, check the spring and other parts. There was no patient involved with this event. On followup it was reported that small ball and a small spring fell out. There may be other parts that have come off, so a full inspection and repair was requested. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
Product analysis #: (B)(4): evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that cable coating is broken, collet depth is out of specification, scratches, dents observed, and device was tested and the temperature was measured to be 101.7°f. Updated fields: h6: removed 1437a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: em810, serial/lot #: (B)(6) evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that cable coating is broken, collet depth is out of specification, scratches,dents observed, and device was tested and the temperature was measured to be 119.12°f. Product ID: ea815, serial/lot #: (B)(6) evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that magnet holder is damaged/ broken and scratches and dents observed. Product ID: mr8-aa10dk, serial/lot #: (B)(6). Evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that laser markings are faded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: ea815, serial/lot #: (B)(6), UDI#: (B)(4); product ID: mr8-aa10dk, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after using the product, check the spring and other parts. There was no patient involved with this event. On followup it was reported that small ball and a small spring fell out. There may be other parts that have come off, so a full inspection and repair was requested.

Manufacturer narrative:
Corrected field - h3. H3: product analysis: pli 30:evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that cable coating is broken, collet depth is out of specification, scratches, dents observed, and device was tested and the temperature was measured to be 119.12°f. H3: product analysis: pli 20:evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out, there may be other parts that have come off. It was also noted that laser markings are faded and drive shaft corrosion. H3: product analysis: pli 10:evaluation could not reproduce the reported malfunction of that small ball and a small spring fell out. But it was also noted that finger control detached, lever magnet holder is damaged/ broken and scratches and dents observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after using the product, check the spring and other parts. There was no patient involved with this event. On followup it was reported that small ball and a small spring fell out. There may be other parts that have come off, so a full inspection and repair was requested. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was confirmed with the health care professional that there was no patient or staff impact.